Manufacturer narrative:
This patient was scheduled to receive bilateral implants on (B)(6) 2020; however, when the surgeon opened the joint, the patient's pmma spacer was infected, and surgery was rescheduled. At the second surgery, the patient's mandible anatomy had reportedly remodeled due to previous distraction, and surgery was abandoned.

Event description:
The surgeon reported that he could not place these bilateral devices due to the patient's remodeling of the patient's anatomy.